Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the pump was explanted due to expected end of life (eol) and was replaced electively. It was reported that the 8596sc catheter removal was elective and there were no issues reported about the catheter potency. No further information has been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n312420003, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n312420003, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 650 mcg/day) via an implantable infusion pump. The patient was also prescribed the following medications: baclofen prn, valium prn, vimpat, lisinopril, seroquel, desyrel prn, metamucil prn. The patient had a history of cerebral palsy, hypertension, scoliosis, seizure disorder, and psychiatric problem. It was reported that an elective replacement surgery of the catheter took place; the hcp requested that the placement of the catheter be moved from the mid-thoracic to c4-5 level. During the surgery it was discovered that the existing catheter was patent and intact but upon attempted removal of the spinal segment it could not be removed due to bone growth. It was noted that 26.5 cm of the catheter remains inactive in the intrathecal space. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported and the issue was reported as resolved. The patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump (sn # (B)(4)) and the catheter (8709 sc lot# n312420003) were returned, and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.